Event description:
MFR received a report from a dealer alleging that the user was by the stove in the kitchen and allegedly caught their clothes on fire. The fire was contained in the kitchen and the concentrator was located in the living room. No malfunction has been reported.

Event description:
MFR rec'd a report from a dealer alleging that the user was by the stove in the kitchen and allegedy caught the clothes on fire. The fire was contained in the kitchen and the concentrator was located in the living room. No malfunction has been reported.